Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. Explant has not been confirmed.

Event description:
Patient reported their physician "suspects rupture," capsular contracture, baker grade iii, "breast shape has changed," and "stinging pain". The device remains implanted. This record relates to the right side.